Event description:
Received information that an 840 ventilator had a loss of the oxygen (o2) monitoring while in use on a patient. The patient was placed on a second 840 ventilator, patient was not harmed or injured as a result of the event. The covidien customer support (cse) verified the malfunction. Cse inspected the device and replaced the oxygen (o2) sensor. The device pass all tests.

Manufacturer narrative:
(B)(4).